Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.057 vs. An expected result <0.012 and patient 2= 0.094 vs. An expected result < 0.034 ng/ml) from two different patient samples processed on the vitros eci immunodiagnostic system. The higher than expected patient 1 result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Treatment was initiated for patient 1 based on the affected result. However, the customer repeat tested patient 1 sample due to a normal ck result and instituted a repeat testing policy for trop samples. The affected result for patient 2 was thus identified prior to reporting. A corrected report was issued for patient 1. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros eci immunodiagnostic system. An ocd field engineer performed service actions to multiple subsystems of the analyzer. Following these actions, acceptable system performance was obtained. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue or an instrument related issue could not be ruled out as contributing factors. There was no evidence to suggest that a reagent related issue contributed to the event.